Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause is unknown. One stylet was returned for investigation. The product label sticker was returned. The stylet was observed to be frayed and unraveled. A section of the outer coiled wire was returned detached from the proximal section. The core wire was present and measured to be 42 cm from the proximal end. Microscopic observation of the core wire did not reveal the weld tip to be present. Based on the condition of the returned sample, possible contributing factors includes sharp instrument damage and retraction or advancement against resistance. The product IFU warns, ¿caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of recx0173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire "dethreaded" during placement. It was stated there was no harm to the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire "rethreaded" during placement. It was stated there was no harm to the patient.